Event description:
It is reported that during removal of the epidural catheter, the tip portion separated and remained in the pt. The retained catheter portion was removed surgically. There were no pt complications.